Manufacturer narrative:
Could not file the MDR until today as my account was just approved today, (B)(6) 2025.

Event description:
Customer stated she used 3-4 pentip needles and they would get stuck to her skin when trying to remove needle from the stomach. One of the needles broke off in her stomach. She went to the hospital to get it removed.